Manufacturer narrative:
Devise was use for treatment, not diagnosis. Serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Devise was use for treatment, not diagnosis. Lot number is not provided. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to a broken titanium adaption plate. The patient was originally treated for a mandible fracture due to atrophy. Additionally, it was reported on an unknown date that the patient may have experienced pain which led him to contact the surgeon. The surgeon discovered the plate was broken close to the fracture. The surgeon originally planted the smallest plate available due to the patient not having a lot of bone. The surgeon explanted the broken plate and four 1.5 mm cortex screws. Patient was re-implanted with new hardware (1 plate and 5 screws) and surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).